Event description:
It was reported the device displayed the following code "maintenance 0". There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition, and battery over life. There was no evidence in the device's event history log. Functional testing was able to verify and confirm the reported problem. The device was serviced, and the battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.